Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was reported as getting an alarm 77 (non-recoverable system error), they had it running and has not been able to reproduce, gave part number and price for a new tank harness.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t4 thermistor. It was noted that the biomed had an arctic sun device that was reported as getting an alarm 77 (non-recoverable system error). Biomed had it running and has not been able to reproduce, gave part number and price for a new tank harness. Per follow up information received, biomed confirmed tank harness was replaced and this resolved the issue. Device has returned to service. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was reported as getting an alarm 77 (non-recoverable system error), they had it running and has not been able to reproduce, gave part number and price for a new tank harness. Per follow up information received via task on (B)(6) 2024, spoke with biomed who confirmed tank harness was replaced and this resolved the issue. Device has returned to service. No patient involved at the time of the malfunction. It was reported that the biomed stated they had the arctic sun device giving an error 77 (non-recoverable system error). They had this issue a few months ago and said they were told if the error returns, it was a tank harness they believe. They were getting the alarm again and wants to make sure that was the correct part and to get a quote. Biomed provided s/n #(B)(6).